Event description:
The facility reported to customer service a pump that failed for accuracy. This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09 2007. Evaluation summary: the condition of a pump failing for accuracy was confirmed. Inspection of the device found that the cause of the accuracy failure was due to a defective pump head module. The pump head module was replaced. The pump was returned to the customer fully operational.